Event description:
This ra lead was implanted on (B)(6) 1999 and remains implanted at this time. A call placed to technical services on 4/20/2013 states that caller has some technical questions about patient admitted to ER and had been passing out and reportedly had some 3 second pauses. Caller tested last night in ER. The atrial lead was switched to unipolar. Patient mentioned that technical services had told him there were atrial lead issues. The physician was dr. (B)(6) at (B)(6) medical center. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).